Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the patient module was defective. There was no patient impact.

Manufacturer narrative:
Analysis found no functional deviations/anomalies have been found. The standoffs were loose. The bottom housing was cracked. If information is provided in the future, a supplemental report will be issued.